Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted.

Manufacturer narrative:
Partial lead of the connector end of the lead was returned.